Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the second patient pin from the back of the cycler set connector during fill 1 of 5 of their pd treatment. The patient reported receiving an air detected in cassette alarm prior to the leak. The film on the back of the cassette is intact. Fluid was not seen in pump module. The cause of the leak is unknown. The patient was assisted with cancelling treatment and advised to reset up with new supplies. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the second patient pin from the back of the cycler set connector during fill 1 of 5 of their pd treatment. The patient reported receiving an air detected in cassette alarm prior to the leak. The film on the back of the cassette is intact. Fluid was not seen in pump module. The cause of the leak is unknown. The patient was assisted with cancelling treatment and advised to reset up with new supplies. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. During the disinfection of the complaint sample a leak was found on the second patient end connector (trigger), the alleged failure mode was confirmed. During the visual inspection it was observed that the male tubing connector was nor properly assembled all the way into the clear body connector being this the cause of the leak. Additionally, it was found that the patient end connector has a slight malformation near the blue button. This malformation does not allow to lock the push button leading to turn completely without any restriction. This kind of failure mode (not fully assembled) could have the following causes: incorrect assembly technique, toque fixture malfunction, unqualified operator, unclear work instruction. The patient end connector (trigger) is a component that is manufactured by an external supplier; therefore, this kind of failure mode (malformation near to the blue button) could only be caused by the external supplier. A notification was made to the external supplier about the alleged incident related to the injection site. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.